Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2002. Subsequently, patient is being considered for revision due to stem subsidence and osteolysis; however, no revision is scheduled at this time.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2002. Subsequently, patient is being considered for revision due to stem subsidence; however, no revision is scheduled at this time.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.